Event description:
Customer called needing help setting the date and time on his meter. Customer service found that the meter was in mmol/l and had the customer set the meter back to mg/dl. The customer had thought the readings were low but had not changed medication based on the low results.